Event description:
The contact stated that she performed normal control tests using the customer's meter and received results of 273 and 258 mg/dl. While troubleshooting, the contact had another control test result of 280 mg/dl. The normal control range is 86-119 mg/dl. The contact did not allege the customer experienced any adverse events. The strips were returned for evaluation, and replacement strips were sent.

Manufacturer narrative:
Qa tested the sensors with normal control and found them to read an average of 164 mg/dl high out of specification. Performance with retention reagent was satisfactory.